Event description:
The dealer stated the left front riggings was damaged out of the box. No injury or property damage as no patient involved.

Manufacturer narrative:
Follow up to be sent if additional information is received